Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient also mentioned she received an error on the meter. At 8 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. At 12:46 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is normal. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient did not have any hematocrit issues. The patient did not have lupus or antiphospholipid antibodies. The patient does not take direct thrombin inhibitors or heparin. The patient's medication dose had decreased since her last result of 3.9 inr prior to the event. The patient had no changes in diet, no new medications, no changes in medication, no new illnesses, and no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: returned strip vial: qc 1: 2.3 inr, qc 2: 2.3 inr. Retention strip vial: qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.